Event description:
In 2007, a 16 cm 4 french double j urethral stent was placed in a male at the christus schumpert health system. This was a robot assisted laparoscopic pyeloplasty on the left side. Approx two months later when the stent was being removed at the regional urology clinic, only the distal part of the stent came out and the other part remained in the ureter. Ureteroscopy was then performed with a 7 f ureteroscope over a 0.035 inch glidewire. The stent was identified and an alligator forcep which was 3 f was used to remove the stent. All stent pieces were removed. There was no complication. The stent pieces were saved by regional urology clinic.